Event description:
The implantable neurostimulator was explanted in 2006 after 34 months implant duration due to high impedance readings. The impedance was reading aver 2000 ohms. The battery status was indicated as ok with a voltage reading of 3.78 volts. The electrode and extension were replaced with no positive effect. The ins device was explanted and replaced and the problem was solved. The pt recovered and status is reported as ok.

Manufacturer narrative:
Final device analysis results reveal - broken weld(s) at bond wire pad(s).